Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that a catheter break and migration/dislodgement occurred. During a routine end of life (eol) pump replacement, no cerebrospinal fluid (csf) was noted when the catheter was disconnected from the pump. The sutureless connector was changed in hopes of receiving csf flow, but no csf was noted. It was noted that the patient was supine and a microdiscectomy was to be done during the same surgery. The new pump was primed on the back table and was connected to the new sutureless connector and the old catheter. The patient was placed in the prone position for the microdiscectomy. An incision at l4-5 revealed that the catheter was coiled subcutaneously. The spinal portion that was coiled up at l4-5 was marked and numbered at 21cm to 32cm. No ¿ball¿ was seen and multiple openings were not visible, so it was determined that the portion of the catheter, including the tip with markings up to 21cm, remained inside the patient. The catheter was not visible by fluoroscopy. A new spinal portion was spliced to the old catheter. It was noted that the patient did experience less than 50% therapy relief. He experienced pain in the ¿usual area¿ and had a ¿new area of pain¿. It was also noted that, sometime in (B)(6), the patient lifted a 5-gallon tank of diesel and immediately felt new pain and a subsequent increase in usual pain. It was suggested that this could have been the possible cause of the catheter break and dislodgement. At the time of the report, the patient outcome was reported as ¿alive-no injury¿. The device system was used to deliver morphine 1mg/ml at 0.869mg/day. It was noted that catheter serial #(B)(4) was lost and would not be returned to the manufacturer for analysis.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed no anomaly found. Analysis of the 8709sc catheter (B)(4) revealed coring, tears or cuts in the seal of the sutureless (sc) connector. No leaks were seen in the lab.

Manufacturer narrative:
(B)(4).